Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the screen of the pump appeared to be "garbled." Reportedly, after the pump was reset, the issue was resolved. The customer's blood glucose was 153 mg/dl. Customer would continue to use the pump for insulin therapy but also confirmed that an alternate method of insulin delivery was available.